Event description:
It was reported that the patients ipg was not working as intended. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately one year ago based on the date the manufacturer became aware of the event.